Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. During the procedure, a triclip was successfully implanted centrally on the anterior-septal leaflets. After deployment, the clip had a single leaflet detachment (slda) and was no longer attached to the anterior leaflet. Two additional triclips were implanted successfully to further reduce tr and stabilize the slda triclip. The procedure was discontinued; the final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology due to tethered leaflets. The reported unexpected medical intervention was a result of case-specific circumstance as two additional clips were implanted. There is no indication of a product issue with respect to manufacture, design or labeling.